Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this tachy lead had a pericardial effusion. Moreover, the physician was looking for possible perforation. An attempt to obtain additional pertinent information was unsuccessful. This tachy lead remains in service. No additional adverse patient effects were reported.